Manufacturer narrative:
One osseotite® tapered implant (xifnt585) was returned for inspection . The product shows signs of wear consistent with use, and debris about the threads and drive feature. The internal drive feature contains additional debris. The implant was functionally tested with an in house driver, and found to assemble and retain as normal. The malfunction reported is unconfirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. The alleged malfunction was unconfirmed following inspection and testing of the returned device. The reported event could not be recreated due to the already damaged state of the device and the nature of the alleged event. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (xifnt585) disengaged from the driver and fell during implant placement. The doctor finished the procedure by placing another implant with a different driver. Tooth location 3.